Event description:
Affiliate reported that the pressure of the valve changed from 100 mmh2o to 30 mmh2o automatically after implantation. As a result, the valve needed to be replaced.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be verified. The valve could reprogram as expected during the investigation. The lot number was found to be cgbbyg and the product code was 82-3100. After receiving the device and performing various tests, it appears that the root cause of the automatic pressure change reported by the surgeon was difficult to determine. It might be that the pressure setting changed because of some trauma to the valve by the patient, or from a magnetic field source (headphone, household appliance, MRI). However, this could not be confirmed. Review of the history device records confirmed the valve conformed to the specifications when released to stock in january 2006. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. At the present time, this complaint is closed.